Manufacturer narrative:
Block h2: additional information: block b5 (describe event or problem), e1 (initial reporter first name), d7a (sud reprocessed and reused?), h8 (usage of device) and h10 (additional MFR narrative) have been updated based on the additional information received on september 6, 2023. Block h6: imdrf device code a150201 captures the reportable event of clip falls into the patient's esophagus in an open state. Block h11: correction: block b5 (describe event or problem)

Event description:
Note: this report pertains to one of three resolution 360 ultra clips used in the same patient and procedure. It was reported to boston scientific corporation that three resolution 360 ultra clip devices were used during a peroral endoscopic myotomy (poem) procedure performed on (B)(6), 2023. During the procedure, the yoke of one of the clips broke off and the clip eventually fell off the tissue. They had to retrieved the detach clip by a rat tooth forceps. Additionally, the other two resolution 360 ultra clips would not release from the catheter to deploy. The procedure was completed with another resolution 360 ultra clip. There were no patient complications reported as a result of this event. Additional information received on (B)(6), 2023: it was confirmed that the anatomy location of the procedure was in the esophagus. The first clip fell off into the patient in an open state. Additionally, it was clarified that the second clip was unable to grasp onto tissue, thus the reason the clip would not release from the catheter.

Manufacturer narrative:
Block h6: imdrf device code a150201 captures the reportable event of clip falls into the patient in an open state with unknown anatomy.

Event description:
Note: this report pertains to four of nine resolution 360 ultra clips used in the same patient and procedure. It was reported to boston scientific corporation that a resolution 360 ultra clip device was used during a per-oral endoscopic myotomy (poem) procedure performed on (B)(6), 2023. During the procedure, the physician used nine ultra clips for the closure of a poem site. Four out of nine had deployment issues. In two of the ultra clips, upon the final step of deployment, the yoke broke off and then the clip did not stay on the tissue. One of these clips even fell into the patient and had to be grabbed out by a rat tooth. For the other two clips, at the final step of deployment, the clip could not be released from the catheter. The procedure was completed with another resolution 360 ultra clip. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts.